Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer of bacterial peritonitis with culture positive for staphylococcus coagulase negative in a patient coincident with dianeal pd4 therapy for peritoneal dialysis (pd). Pd was stopped only when the pd catheter was changed. Pd therapy continued unchanged. On (B)(6) 2012, the patient experienced bacterial peritonitis. The patient was hospitalized because of cloudy effluent. On (B)(6) 2012, remedial treatment with vancocin (vancomycin) 2 g one a day ip was administered and the patient began treatment with gentamicin 80 mg one a day ip. Vancocin 2 g ip was also given on (B)(6) 2012, (B)(6) 2012 and (B)(6) 2012. On (B)(6) 2012, gentamicin was stopped. As of the time of this report, the patient remained hospitalized. On an unreported date, the patient had his peritoneal dialysis catheter changed. Bacterial peritonitis with culture positive for staphylococcus coagulase negative was recovering. No further information is available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.